Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported on (B)(6) 2017 that the patient stopped responding to sound with the device about 1 month ago. There was no reported accident or trauma and no illness. The implant site did not appear red or swollen.

Manufacturer narrative:
Additional information: based on the received information, a device malfunction appears very likely. However, to determine an exact root cause of failure, a device investigation to the explanted device would be necessary. No date for re-implantation surgery has been provided yet.

Event description:
The parents reported in may 2017 that the patient suddenly stopped responding to sound with the device around (B)(6) 2017. There was no reported accident or trauma and no illness. The implant site did not appear red or swollen.re-implantation is considered.